Manufacturer narrative:
Hill-rom has requested the account to return the comfort sling for investigation. In the instruction guide for the comfort sling (7en160183), it is stated: safety instruction: ensure that the correct sling has been chosen, with respect to model, size, material and design to safely meet the needs of the patient. Before lifting, plan the lifting operation so that it can be done as safely and smoothly as possible. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. The distributor report indicates the lift has been inspected by the distributor in 2016. No further information is available at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a distributor stating that during a patient transfer from the bed to the chair, the patient suddenly moved forward with her upper body, got out of balance and fell onto the floor out of the comfort sling attached to the viking m lift. The patient broke both lower legs. Per the caregivers involved in the incident, ¿the band (sling) was positioned properly. It is unclear if slippery clothing played a role in the incident.¿ the patient passed away 10 days later. Hill-rom requested the patient¿s medical history and treatment from the account, but the account is unwilling to provide this information. Consequently, hill-rom is unable to determine if the patient¿s death was related to this incident in any way. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hill-rom requested the sling be returned for manufacturer's evaluation. However, our customer stated that they, as the distributor of the product, have inspected the sling and found nothing wrong with it. The sling functioned as designed. Therefore, hill-rom will not get the product returned from our customer for any additional analysis. The user guide states to ensure that the correct sling has been chosen, with respect to model, size, material and design to safely meet the needs of the patient. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a distributor stating that during a patient transfer from the bed to the chair, the patient suddenly moved forward with her upper body, got out of balance and fell onto the floor out of the comfort sling attached to the viking m lift. The patient broke both lower legs. Per the caregivers involved in the incident, ¿the band (sling) was positioned properly. It is unclear if slippery clothing played a role in the incident.¿ the patient passed away 10 days later. Hill-rom requested the patient¿s medical history and treatment from the account, but the account is unwilling to provide this information. Consequently, hill-rom is unable to determine if the patient¿s death was related to this incident in any way. This report was filed in our complaint handling system as complaint # (B)(4).